Manufacturer narrative:
(B)(4).

Event description:
During implant, the physician made multiple attempts to place the lead but did not get acceptable measured values. Using a different lead resolved the issue. There were no adverse consequences for the patient.

Manufacturer narrative:
Upon analysis, the field report of no capture was not confirmed. Electrical testing did not find any indication of conductor fractures. Internal shorts and other damages found are consistent with those occurring at the time of implant/explant.